Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The patient's programmer also reflects a communication error. It was also stated the patient discontinued to recharge and use the ipg. The ipg was confirmed inoperable by an abbott representative. Subsequently, the patient will undergo surgical intervention to address the issue.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced. In addition, the ipg pocket was also relocated. The issue is now resolved.